Manufacturer narrative:
(B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a procedure, inside the body, while passing through the lesion, the image disappeared. The procedure was successfully completed with a second of the same make and model. Visual, microscopic inspection, and image testing were performed on the returned device. A small portion of the adhesive was missing. The device was recognized by the system and produced an incomplete image. The probable cause of the reported failure is electrical discontinuity. The probable cause of the observed missing adhesive could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because adhesive was missing from the device, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to correct the initial MDR submission.

Manufacturer narrative:
Internal reference: 238386 analysis of the device found the adhesive was intact with no portions missing. No adverse events nor device malfunctions necessitating an MDR were observed. No MDR submission is required for the subject device. Block h3: visual and microscopic inspection were performed on the returned device. The adhesive at the distal fillet and the proximal fillet were lifted, but intact. The device was recognized by the system but an intermittent image was observed. The probable cause of the failure is electrical discontinuity within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.